Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for active exhalation control module. The device's active exhalation control module was recommended to be replaced to address the issue. The device will be returned to the customer unrepaired. Additional findings not related to the malfunction/issue the device had talc contamination.